Event description:
It was reported that approximately 29 months post 3.0x33mm xience prime stent implantation in the circumflex, the patient experienced angina. Per diagnostic catheterization, in-stent restenosis was found as well as triple vessel disease. On (B)(6) 2011, double vessel coronary artery bypass graft (CABG) surgery was performed, resolving the event. The patient was discharged on (B)(6) 2011. There was no additional information provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of angina, stenosis/restenosis, and surgical procedure (coronary artery bypass graft surgery) are listed in the xience prime everolimus eluting coronary stent system spirit prime instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.